Manufacturer narrative:
The instrument accessory was returned and evaluated. Per the customer reported complaint, engineering found the clamp arm and curved blade detached from the distal end. The broken curved blade piece is approximately .870 inches long. The curved blade and shaft of the insert exhibit various scratch marks, likely caused by instrument collisions or rough handling. One of the side hinge features, that accepts the clamp arm pin, is bent. The fractured surface of the curved blade has a section that exhibits striations, indicative of fatigue failure. Based on the features of the damage, engineering concluded that the curved blade could not withstand the repeated impact and bending loads and failed, causing clamp arm and curved blade to detach. Per the case notes, the missing accessory component that fell inside of the patient during the surgical procedure, was successfully retrieved. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that approximately ten minutes into a da vinci s thymectomy procedure, while the surgeon was dissecting the thymus, the harmonic curved shears (hcs) insert separated and fell into the patient. The hcs insert was retrieved and the planned surgical procedure was completed with a replacement instrument. The replacement harmonic curved shears (hcs) insert separated and fell into the patient. The second hcs insert was retrieved and the planned surgical procedure was completed with a replacement instrument. The procedure was lengthened slightly due to these events. No patient harm, adverse outcome or injury was reported. Medwatch MFR report # 2955842-2008-01351 was submitted to the FDA for the first hcs insert malfunction which occurred during the surgical procedure. This medwatch report is for the malfunction that occurred with the replacement hcs insert.